Event description:
It was reported that a patient enrolled in the (B)(4), underwent a right total hip arthroplasty on (B)(6) 2009. A subsequent revision was performed (B)(6) 2013 due to pain, fluid and metal debris reaction. The cup and head were removed and replaced. No further information has been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02769 / 02770).